Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose of 954 mg/dl. The caller was unable to troubleshoot at the time of the call as she didn't have supplies, and did not know the insulin pump settings. Advised to call back as needed. Nothing further was reported.